Event description:
It was reported that the saw is not working at all. The malfunction took place during a procedure. A competitor backup device was used to complete the surgery. No patient harm reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the saw is not working at all. The device was unable to be tested since it did not run. Disassembled the device and tested the motor on the oscilloscope and determined hall a had failed. This is an electrical failure and the root cause is unknown. Smith and nephew will continue to monitor for trends. No further investigation is required.